Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. Addr01 ipg. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.